Event description:
The pnta applicator was inserted into the pt and the system was set at 180w for 3 minutes. Upon activating the system an instant error message was shown on the generator screen stating "high reflective power". The applicator was removed from the pt and it was noted that a portion of the ceramic tip was missing and had been left in the pt. The tip was subsequently removed from the pt.